Event description:
No event occurred. No patients were affected. A software error has been identified by the manufacturer. There is an issue with how an mr image is registered in the fundus view in the ocular planning workspace. The fundus view will always use the frame of reference registration, even when another registration has been selected. There are no affected customers in the USA. The affected customers are located in germany and the UK.

Event description:
Follow-up of report rsa: MDR 3010034862-2022-00005 106572 rs rt raytreat accurau interoperability. No serious event has occurred. No patients have been impacted. A customer reported an unexpected behavior seen during testing. The user was only able to select the continuation session on the radixact software (accuray delivery system, not a raysearch product) of a previous partial delivery even when the next full fraction was checked in. On a retest, the behavior was not reproducible. The device was not being used for treatment when this occurred. There are no affected customers in the USA. The affected customer is located in switzerland.

Manufacturer narrative:
When using raytreat to deliver radixact and cyberknife treatment plans, there is a risk to deliver a different session from the radixact or cyberknife treatment delivery console than the checked in session in raycare. If a treatment session has been partially delivered for a patient and the check-in of the next treatment session has been done in raycare, this can result in two different scenarios on the radixact or cyberknife treatment delivery console: - the user can only select one session, and this session does not correspond to the checked in session in raycare (intermittent error) - the user can select between the continuation session and the next full treatment session (expected behavior) for both scenarios: if the user selects the session that does not correspond to the checked in session in raycare, the delivered meterset will not correspond to the planned meterset of the checked in session. The delivered meterset will be correctly recorded, but the treatment result will indicate an over- or underdelivery. The session status will be set to "invalid" and no continuation session can be created. The issue relates only to use of raystation raytreat for accuray delivery systems. Treatment course management in the accuray software suite, consisting of idms, the radixact delivery console, and the cyberknife delivery console, prevents redelivery of sessions. However, the user may act on the incorrectly displayed over- or underdosage by adding or removing fractions leading to actual under- or over dosage. In the event that a clinical decision is based on what is incorrectly displayed as over- or underdosage compared to the planned dose, the user may attempt to compensate for the displayed over- or underdosage in such a way that an actual under or overdosage occurs. This could lead to the approval of an inappropriate dose plan. This could lead to over-dose in risk organs or under-dose to the target.